Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 680, 600 mg/dl. The customer was treated with the manual injection. The customer had positive results in ketones test and symptoms like nausea, vomiting, abdominal pain, difficulty in breathing. Troubleshooting was performed for high blood glucose. The high pressure test was performed and the teat was passed. Customer states that the drive support cap appeared normal. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.